Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# (B)(6) serial# implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, gastrointestinal, and pelvic floor it was reported that shortly after their initial implant surgery the lead was bulging but thought it was a scar. The patient saw a plastic surgeon to do a scar revision because they thought it was a keloid, and during the procedure, the surgeon realized it was not a keloid; it was the lead wire. The surgeon cut out what they could so the lead would not poke the patient anymore. The patient then followed up with their managing physician, who removed the ins but left some of the lead in the body. Patient indicated this was about 2 years ago. The patient did not know how much of the lead was left in the body but stated it was "detached from the unit" and they could not retrieve it. The patient was calling to ask about MRI eligibility. Reviewed general information about lead fragment criteria and redirected to managing physician to determine MRI eligibility. The caller indicated that the patient had the lead or portion of the lead remaining implanted. The technical service specialist reviewed MRI information with the caller. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller indicated that they were notified of the issue today and did not have any other information about the issue.